Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - revision (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009486, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6009486 was manufactured according to the work instruction (wi) version 11 and manufactured in the line inset 3 on 15/oct/2024, with a total of (B)(4) units. Glue tubing device history record (DHR) review: the lot 4k01290 was manufactured according to the wi version 65 manufactured in the machine sc09, on 13/oct/2024, with a total of (B)(4) units. The lot was manufactured according to the wi version 65 manufactured in the machine sc03, on 11/oct/2024, with a total of (B)(4) units. The lot 4j01667 was manufactured according to the wi version 65 manufactured in the machine sc09, on 25/sep/2024, with a total of (B)(4) units. Reiew of device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occured in the united states. On (B)(6) 2025, the patient reported experiencing an occlusion alarm with their insulin delivery system. The patient identified that the blockage causing the alarm was located at the insertion site. It was noted that the infusion set was inserted in the abdominal area at the time of the occlusion. Patient replaced infusion set and resumed insulin successfully. No further information available.